Event description:
The caller stated a pt was transported to the c.t. Suite from another facility for scans. The pt was trached with a size 8 unk model shiley tracheostomy tube and being ventilated 24/7 on a volume ventilator. During the transport to the CT, the pt was using an ambu bag and 100% oxygen. The trip to radiology was uneventful. The pt was monitored on pulse oximetry and maintained an spo2 98 to 99. On arrival in the CT suite, all vital signs were stable as far as the caller knew. Staff prepared the pt for a move from the transport gurney to the CT table. During that move, the tubing from the ambu bag caught in the siderail of the gurney and the trach broke. Due to the break, the respiratory therapist was not able to ventilate the pt. An attempt was made to insert another unspecified tracheostomy tube unsuccessfully. The pt very quickly went into respiratory distress and progressed to respiratory and cardiac arrest and then expired.